Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown mg/dl. Customer current blood glucose was 371 mg/dl. The customer was treated with manual injections. Customer was in emergency room as result of high blood glucose and admitted to the hospital. Customer does not want to continue troubleshooting and require a sup.